Event description:
Healthcare professional reported "rupture" diagnosed via ultrasound. Healthcare professional later reported "capsular contracture baker grade ii" confirmed via ultrasound. This record is for the right side. Device has been explanted and replaced with another manufacturer´s device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Lab analysis: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as unidentified (tear) opening and missing assessed as inconclusive. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: b3, b6, d9, h3, h6

Event description:
Healthcare professional reported "rupture" diagnosed via ultrasound. Healthcare professional later reported "capsular contracture baker grade ii" confirmed via ultrasound. This record is for the right side. Device has been explanted and replaced with another manufacturer´s device.